Event description:
Rn was teaching a new home infusion pt how to hook up anddisconnect his medication. She was using a new neutral displacement IV connector called the invision plus -- upon disconnection of the tubing from the connector it was noted that a small diamond shaped piece of plastic from the connector was left in the IV tubing and could easily flow into the pt thru their IV catheter. The rn notified her supervisor and the same process was duplicated with 5 other caps in the office. All of the other caps also did the same thing -- it appears that the IV tubing actually cores out a piece of plastic from the connector.